Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa). During the procedure, the emboshield nav6 embolic protection system (eps) was used and was retrieved without issue. The barewire was left in place and a 5fr guide catheter (gc) was advanced over the barewire. When the barewire was pulled resistance was felt with the gc and the coil on the barewire separated in the sfa. The separated tip was snared. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported material separation was confirmed. The reported difficulty removing could not be confirmed as it was related to circumstances of the procedure. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. Based on the reported information and analysis of the returned device, the reported difficulty removing, and material separation was likely due to interaction with the guiding catheter during removal, resulting in separation and unexpected medical intervention to snare the separated tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.